Event description:
The st. Jude medical representative reported the lead was capped when the patient received inappropriate therapies due to noise.

Event description:
New information reported on (B)(6) 2012 that during a device change out for eri, externalized conductor ws observed on this non active capped lead.